Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during the technical inspection for possible release, it was detected that the equipment was discontinued equipment. It was tested on the power supply and did not turn on. The product would be sent for destruction.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag console not powering on was not confirmed. The centrimag console (serial number (B)(6) was not returned for analysis. Available information for this event indicates that no patients were associated with the event, and that the unit was sent for destruction, as the 1st generation centrimag consoles are obsolete and cannot be repaired. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the centrimag primary console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The centrimag primary console operating manual (rev. 08, section 10 ¿emergency/troubleshooting¿) states: "the recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further communicated on 17jun2025 that the equipment was sent for destruction. The product was confirmed to be a console.

Manufacturer narrative:
B5 narrative information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was communicated on 03feb2025 that the equipment did not involve any patient. The equipment was repaired at the service center in brazil, and it would be returned for repair in the united states.